Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, when the patient pulled the infusion set out, they noticed the cannula was diagonal and there was moisture and a strong smell of insulin surrounding the adhesive patch. The tubing and cassette were both replaced and the inssue was resolved.